Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint and reproduced the error by trying to send sorter home. Fse ordered the sort board and z axis home sensor, replaced both parts, but the error persists and will not home sorter. The fse replaced the plarail chain and reset all sorter alignments and tested its functionality. Fse repaired and validated the analyzer by reconnecting the sorter to the analyzer, reset all alignments, performed daily check, and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(4), was installed on 15jul2022. A complaint and service history review for similar complaints was performed from installation date 15jul2022 through aware date (B)(6) 2022. There were no other similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4053) sorter z-axis home overrun. Cause: the home sensor activated improperly following movement of the sorter z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the failure of the sorter plarail chain.

Event description:
A customer reported error message ¿4053 sorter z-axis home overrun¿ while running quality control (qc) on the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.